Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3776-75, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to infection. There was a granuloma behind the left ear. It was noted that the patient¿s physician dismissed her after she was done with her antibiotics and had not seen a physician for her therapy since then. It was noted that the patient was handicapped and the wife of the caller was responsible for her care. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.